Manufacturer narrative:
Follow-up #1: date of submission 11/05/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the up, down, and ok buttons were not responsive. There was no evidence of contamination on the button contacts. There was evidence of the corrosion on the keypad connector. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the down button was underresponsive. The reporter alleged that this issue caused an underdelivery of insulin, but not a blood glucose excursion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.